Event description:
Reporter states that the rh foot siderail will not latch. I informed him that the problem is likely in the center arm assy. I explained to him that the pins likely need to be cleaned and/or lubricated or the center arm assy replaced. He will check the pins in the center arm assy.

Manufacturer narrative:
Made second attempt to contact the customer. Left message for the customer requesting to contact hill-rom once they have had the opportunity to obtain resolution. I am completing this call after the second unsuccessful attempt to obtain resolution.